Event description:
The customer reported the ventilator alarmed and screen went blank while in use on a patient. The customer reported there was no patient harm. Review of the device diagnostic log history indicated a ventilator restart occurrence. The manufacturer's service technician was unable to duplicate the customer reported problem or noted restart occurrence. Performance verification testing was completed and all tests passed per operating specifications.